Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of "journal of the japan home healthcare association" titled, "management of infection in an end stage gastric cancer patient: successfully totally implantable central venous catheter port removal during home visit medical care", that sometime post a port placement procedure through the right internal jugular vein, the patient allegedly developed with redness, abscess formation and exposing port. It was further reported that patient allegedly developed with fever and infection. Reportedly, the infected port was removed. However, the patient was expired due to progression of gastric cancer and the cause of death was not related to the device.